Manufacturer narrative:
Pir: (B)(4).

Event description:
Dr. Alleged the following: "saw metal shavings in the patient's eye in post op and also stated he aggressively rinsed the wound to remove as much debris as possible, the patient was not in pain." There was no serious injury reported.